Event description:
Event description: it was reported that after an atrial fibrillation procedure had completed, the patient had complained of "blurriness" in their vision. The caller stated that there could be an "ocular clot," that could have resulted in vision loss in one eye of the patient. The caller was unable to confirm this information, or the type of injury at this time. The caller stated that they believe the injury was discovered via a CT scan, but the caller could not confirm this information, or how the injury was confirmed. The caller also reported that the medical intervention provided to the patient is unknown at this time. The caller did not have any further event details available. The caller reported that the patient is in stable condition. The caller stated that a pentaray nav eco catheter and a soundstar catheter were in use for mapping, during the procedure. The caller did not request fse follow up. The caller stated that the pentaray nav eco catheter is not available for return. No return kit requested. The caller could not provide or confirm the catalog/reference or lot number for the pentaray nav eco catheter that was in use. The following bwi device was also in use: soundstar catheter - (not available for return). The caller could not provide or confirm the catalog/reference or serial number on the soundstar® catheter. Farapulse system was in use. Xml software was not in use. Dispatch was approved by css ak. If your complaint is related to carto¿ 3 system, please provide the full software version number in use when reported event happened. The caller stated the carto 3 system software version is 8. The complete bill number is unknown. The physician's opinion on the cause of this adverse event is "most likely boston scientific farawave". At one point during procedure, the physician questioned if there was clot/coagulant on catheter based on ice image but could not find evidence of it when removed from body. Procedural act was 350-400. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)". Reference reports: mw5172392, mw5172393. Pt codes: 2137, 4440, 2139, 4559. Device code: 1670, 3005. Refer to add'l documents in i2k.